Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. The pump will be evaluated at a subsequent appointment. No patient effects were reported.

Manufacturer narrative:
If additional information is received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a minimal pump reservoir volume higher than expected was observed.